Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited episodes of noise. Programming changes were made on (B)(6) 2022 and the patient was in stable condition.